Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9814, model: 101-9814, serial: n/a, lot: 800256.

Event description:
It was reported that an x-ray displayed that the patient's upper cam lobes of the implanted spacer migrated 1-2 millimeters. The slight device migration did not lead to an adverse event. The patient is receiving pain relief. The device remains implanted in the patient and no further action will be taken.